Manufacturer narrative:
Device manufacture date.: december 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider can not move start from the middle" during implantation in right eye. There was no eye injury.

Event description:
Additional information reported, surgery was completed with another xen®45 gts.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.